Event description:
It was reported that the insulin pump alarmed no delivery during a basal delivery the blood glucose reading was 4.6 mmol/l. The caller stated that he had not tried all recommended remedies. No bent or kinked infusion set cannulas were observed. Upon troubleshooting, insulin did exit the tubing during a manual prime, as well as with a plunger push. He was advised that the insulin pump was working as designed and that the alarm had been cause by an infusion set or reservoir occlusion. Nothing further reported.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.